Event description:
It was reported the upper and lower cases are cracked, the attachment clip and covers are missing, and belt clip and cover are missing. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed and the lcd (liquid crystal display) is missing pixels. Analysis also found the upper case, lower case, and battery drawer are broken. It is noted the battery drawer shows signs of prying. Ring, side bail covers, ring cover, and side bails are missing. Battery release and the heart lead flex are contaminated. (B)(4).